Manufacturer narrative:
The complete lead was returned for analysis. Dried blood/body fluid was noted throughout the entire lead lumen. Melted insulation from electrocautery damage was observed in numerous spots on the lead. The conductor coils were deformed in five different places. At 380 mm from the terminal pin, the conductor was fractured, the polyurethane was bent and the inner insulation worn. No additional testing was performed as a fracture was able to be confirmed. Loss of capture was not able to be reproduced.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms in all configurations but one. Additionally, no capture was observed at 7.5 volts. An invasive revision procedure was performed and the lv lead was explanted and replaced without complication.